Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. (B)(4).

Event description:
It was reported the patient experienced increasing low back pain. A catheter access port (cap) contrast study was performed on (B)(6) 2013. The results were within normal limits and the catheter tip was at t11. The device was interrogated and results indicated the elective replacement indicator was estimated within 17 months. The pump was at end of pump battery life. The device was replaced. Etiology it was related to device or therapy. The severity was moderate. The outcome was resolved without sequelae. The pump was delivering morphine, clonidine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.